Event description:
Caller states patient tested 15 mg/dl on the inform system and received unspecified treatment based on this result. 10 minutes later patient tested 437 mg/dl on the inform system; patient tested 360 mg/dl 5 minutes later on an unknown device. No adverse event related to the device was reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Event description:
The patient reported that his heart rate been 100 beats per minute for "about 6 weeks." He went to the hospital and was impatient. He understands the pace maker was working fine. His medications were changed and has had a lot of side effects and heart rate has gone down, but is feeling other symptoms (hears beating in ears and hot feeling on left side of body). Questioned if pacemaker is still working, it was last checked in (B)(6). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.